Manufacturer narrative:
(B)(4). G2: china. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 : not yet returned.

Event description:
It was reported that the package was intact, and during the surgery, the package was opened, and the product was handed to the instrumentation nurse. Then the main surgeon first used a 2.0 k-wire to open the screw channel, after which, an anchor screw was implanted, and after screwing 2/3 of the anchor screw, a sudden fracture occurred. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the anchor has been deployed and is fractured. Not all the pieces of the anchor were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.